Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and pump had stopped beeping and the audio did not work. Customer stated that insulin pump's center button had to be pressed couple of times to get it to work. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the down arrow and up arrow did allow them to navigate screens. Customer was able to access the menu screen. Customer stated block mode was inactive and alarm was not in progress at the time the button was unresponsive. Customer stated that buttons were responding now. Customer stated that the event occurred for the last three weeks a couple times when changing infusion set and filling tubing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.